Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reported: occurred during a lap. Gastrectomy. On the fourth firing they pushed the blue button and the silver button to remove the reload from the adapter but could not open the jaws. The status indicators were illuminated blue and the handle indicator flashed green and the five firing progress indicators flashed red. They replaced it with another idrive. After the fifth firing they tried to remove the cartridge from the adapter and could not. The noticed the status indicators were illuminated blue and the handle indicator flashed green and the 5 firing progress indicators flashed red. They completed the case with another device. No patient injury.